Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to rows 2 and 3 (at the distal end of the stent) struts were lifted and pulled outwards. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10 jan 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified left anterior descending artery. A 28 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury were reported and the patient status was stable. However, returned device analysis revealed stent damage.